Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). This report of a use error was confirmed and the cause was identified as the patient failing to follow proper therapy step procedures.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm that occurred on the homechoice (hc) during use, during the initial drain. The home patient (hp) stated that they checked the patient line and found no kinks, closed clamps or fibrin. The hp stated that they changed the patient line extension and resumed drain. The technical service representative (tsr) stopped drain and assisted with the end of therapy early procedure. The tsr advised the hp that patient line extension cannot be changed out during therapy. The hp would notify the peritoneal dialysis registered nurse (pdrn) before starting over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the low drain volume alarm. The home patient (hp) stated that the issue was resolved by starting over with new supplies. The hp was not sure why she got the alarm. The hp stated that her patient line extension looked fine and did not see any visable defects in the line. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.